Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument had "false positives". Customer reported that they are witnessing suspected false positive results while running the c. Diff assay. The customer instrument run database was provided to bd service and quality for further analysis which did not reveal any trends indicating an instrument performance issue. Bd application specialists noted some mild contamination present in some of the environmental monitoring runs in march 2024. Application specialists provided guidance to the customer on continued environmental monitoring and sample preparation workflow for negative quality control samples. A bd field service engineer (fse) was dispatched to the customer site where they performed an instrument health check and cleaning of the instrument readers and heater mux assemblies. The instrument was qualified for use without errors and the instrument meets bd specifications. This complaint is unconfirmed as the issue was unable to be reproduced and the database review and instrument health check did not reveal any functional issues with the instrument. Sample analysis consisted of the customer instrument database. Analysis by bd quality revealed evidence of potential environmental contamination. Review of the device history record for the instrument is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument and one additional case was observed on 26oct2023 for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, all samples as well as the negative control gave positive results. An unspecified number of samples were affected. There was no report of patient impact.

Manufacturer narrative:
G5. Multiple 510(k): k111860, k130470. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, all samples as well as the negative control gave positive results. An unspecified number of samples were affected. There was no report of patient impact.